Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(510k): device is not distributed in the united states, but is similar to device marketed in the USA. A product investigation was performed. Visual inspection of drill bit ø17 cann f/pfna (part # 309.600) has shown that the end of the connection, approx. 25 mm, is broken off as complained. The broken off fragment was not returned for evaluation. In addition, the cutting edges are in used condition with slight nicks all over. The manufacturing documents were reviewed and no complaint related issues were found, the device was manufactured in may 2009 according to the specification. The fracture face is homogenous, which indicates material conformity. The relevant dimensions at the fracture face were checked and were found within the specification. The outer diameter and inner diameter was measured and found to be within the specification per the relevant drawing. Based on these findings we exclude a manufacturing related issue and assume that the mentioned excessive force did lead to a mechanical overload and finally the breakage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was conducted. The report indicates that the: part #309.600/ lot #422286. (B)(4). Manufacturing date: 19. May 2009. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on receiving the loan set from distributor, the (B)(6) specialist checked it and found damage: scrdriver w/spheric-headis the working part of the screwdriver out of the arm. Drill bit ø 17.0 mm, cannulated, for pfna is broken tail. Protection sleeve 16.0/11.0, for pfna blade is the threads are damaged. Drill bit ø 4.0 mm, for pfna is during the inspection it was discovered that the user broke the cutting part of the drill and the self-imprisoned. The event did not take place during an intervention. There is no patient involved. Complaint involves 2 parts. (B)(4).